Event description:
Bd insyte autoguard IV was inserted into the patient's left antecubital. The vein was successfully accessed but when the button to retract the needle was pressed, the needle would not retract into the safety shield. The button was pressed again and the needle successfully retracted into the safety shield.